Manufacturer narrative:
This report is submitted on november 3, 2021.

Event description:
Per the clinic, the patient experienced a wound dehiscence at the implant site, exposing the receiver/stimulator (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.